Manufacturer narrative:
Section a1 - patient identifier: patient 1 sids = (B)(6) ; patient 2 sids = (B)(6). This report is being filed on an international product, alinity I stat high sensitive troponin-I, list number 08p13-27, that has a similar product distributed in the us, list number 04z21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for two patients. The results were questioned by the physician. The patients were redrawn and the results were normal. The first samples were retested which also generated normal results. The following data was provided: patient 1: (B)(6) 2024 at 18:31 sid (B)(6) (first sample) result = 137.84 ng/l ((B)(6)) (B)(6) 2024 at 19:36 sid (B)(6) (second sample) result = 4.91 ng/l ((B)(6)) (B)(6) 2024 at 21:06 sid (B)(6) (third sample) result = 5.05 ng/l ((B)(6)) (B)(6) 2024 at 22:34 sid (B)(6) (first sample) repeat result = 5.41 ng/l ((B)(6)). Patient 2: (B)(6) 2024 at 17:52 sid (B)(6) (first sample) result = 199.16 ng/l ((B)(6)) (B)(6) 2024 at 18:57 sid (B)(6) (second sample) result = <1.30 ng/l ((B)(6)) (B)(6) 2024 at 19:53 sid (B)(6) (first sample) repeat result = <1.30 ng/l ((B)(6)) there was no impact to patient management reported 1.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for two patients. The results were questioned by the physician. The patients were redrawn and the results were normal. The first samples were retested which also generated normal results. The following data was provided: patient 1: (B)(6) 2024 at 18:31 sid (B)(6) (first sample) result = 137.84 ng/l ((B)(6) ) (B)(6) 2024 at 19:36 sid (B)(6) (second sample) result = 4.91 ng/l ((B)(6) ) (B)(6) 2024 at 21:06 sid (B)(6) (third sample) result = 5.05 ng/l ((B)(6) ) (B)(6) 2024 at 22:34 sid (B)(6) (first sample) repeat result = 5.41 ng/l ((B)(6)). Patient 2: (B)(6) 2024 at 17:52 sid (B)(6) (first sample) result = 199.16 ng/l ((B)(6)) (B)(6) 2024 at 18:57 sid (B)(6) (second sample) result = <1.30 ng/l ((B)(6)) (B)(6) 2024 at 19:53 sid (B)(6) (first sample) repeat result = <1.30 ng/l ((B)(6)). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The number of standard deviations to cut-off for the negative population and the patient median values obtained with the complaint lot is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 59304ud00 was identified.